Manufacturer narrative:
Voluntary medwatch submission #: mw5066839 and mw5066842. Pt age: 18-90 years old. The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that a cadd® administration set tubing was leaking at the connection to the cassette on the patient side. The issue was observed when the set was placed at a healthcare facility. It was noted that the pump was checked and found acceptable. It was unclear what the impact to the patient was. See MFR: 3012307300-2017-00664.